Event description:
The pt developed an allergic reaction to the implantable neurostimulator, possibly to the material covering the external battery of the generator. Pt symptoms included a rash. The pt was 'tested for infection'; results were negative. The pt had a negative allergy test (dates not reported). The device pocket location was changed twice (dates not reported). The device was then explanted. The hcp reported the pt outcome as 'recovered without sequela'. The leads were intact. The extensions were cut and left implanted.